Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that an unspecified error occurred when the subject device was turned on during an unspecified timing. The user facility replaced the subject device to another device and completed the intended procedure. The service department of olympus (B)(4) checked the subject device and found that the subject device could not be turned on and the main circuit board had failure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus china (ocsm). Ocsm inspected the subject device and duplicated the reported phenomenon. Ocsm found a failure of the main electrical board of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the inspection by oekg, we presume that the reported phenomenon was attributed to an accidental malfunction in the main electrical board.